Event description:
It was reported that after bare mounting a stent onto the dilatation catheter the balloon ruptured at 4 atms while attempting to deploy it. A spiral dissection resulted which was repaired using long balloon inflations. Reportedly, the final angiographic result was good.